Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8; d9; h2; h3; h6; h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause of the reportable malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device exhibited e315 (incompatible scope error). The event occurred during set up for diagnostic colonoscopy. The procedure was able to be completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.